Event description:
- -

Event description:
Additional information was obtained. The impedance measurements increased suddenly. The arrythmia logbook also revealed noise episodes during the past few weeks. The patinet with this device has been hospitalized to avoid inappropriate therapy, but is not pacemaker dependent.

Event description:
Subsequently, a revision procedure was performed. During provocation noise was detected under the lead yoke area. Visual inspection revealed no signs of noise or damage elsewhere on the lead. The lead was cut and removed with the use of laser and a locking stylet. The lead was replaced successfully. During the procedure, the device was also replaced.

Manufacturer narrative:
- -

Manufacturer narrative:
According to available information, this system remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, this lead was severed 282 mm from the terminal pin. Two segments were returned; a mid-body portion of the lead was missing. Tissue was noted in the distal spring and tip. Blood/body fluid was noted throughout the lead lumens. The returned portions were electrically continuous. An x-ray did not reveal any abnormalities. Analysis could not confirm the reported clinical allegation.

Event description:
Boston scientific received information that remote monitoring of this right ventricular lead and device displayed high out of range impedance measurements. This information was provided to the physician and is being further monitored. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.